Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure wherein the remaining lead was explanted because it was cut during the original explant procedure. The patient was doing well post operatively. Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient developed an infection at the pocket site. The symptoms were redness and swollen. It was noted that the infection was not procedure related. The patient was prescribed antibiotics. The patient underwent a revision procedure wherein only the ipg was explanted. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the devices history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection at the pocket site. The symptoms were redness and swollen. It was noted that the infection was not procedure related. The patient was prescribed antibiotics. The patient underwent a revision procedure wherein only the ipg was explanted. The patient was reportedly doing well postoperatively.